Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of foreign body embolism is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 0.05ml juvederm vista voluma xc in temples and eyebrow. One day later, an arterial embolism was reported with redness and hair loss on scalp. Patient was given steroid ointment was used for 3 days as well as prostadin ointment and vitamin c.